Event description:
(B)(6) called stating that the consumer alleges that while pushing the jasmine lift it wants to always go to the right. (B)(6) to send a technician to look into the issue.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model jasmine, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1150704 rev b (nov-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.